Event description:
It was reported that 101 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the distal left anterior descending artery (lad) to alleviate proximal edge restenosis. The pt was enrolled in the arrive2 program on the date of the index procedure. Target lesion 1 (10mm long) was identified in the distal lad with 70% stenosis and a 2.5mm reference vessel diameter, target lesion 1 was treated with predilatation and placement of a 2.5 x 12mm taxus stent. Residual stenosis was 0%. The pt was discharged 1 day post index procedure on asa and plavix. The pt had the onset of substernal pain 85 days post index procedure. A treadmill test, conducted 95 days post index procedure, with myocardial perfusion scan showed decreased uptake in the inferior wall extending the length of the ventricle. It was "felt to be an artifact." ECG showed abnormalities with excercise, and lvef was 57%. The pt felt progresively worse and was re-admitted 101 days post index procedure with weakness and chest pain requiring three nitroglycerin. ECG showed normal sinus rhythm. T-wave flattening in v3 and v4 had increased slightly from 2005. Cardiac enzymes were normal. Cardiac catheterization revealed that the lmca was normal, the lcx was normal, the ramus was normal, and the ef was 55%. The lad had proximal margin and mid minor luminal irregularties with 95% distal stenosis at the proximal margin of the stented segment, 30% mid stenosis at the site of a prior stent, a normal distal rca, a normal r-pda, and minor luminal irregularties of the rpl. The rv marginal 2 has 70% stenosis. A 2.5x18 mm cypher stent was deployed in the distal lad 101 days post index procedure. Residual stenosis was 0%. The pt was discharged 1 day post tvr on asa and plavix. In the opinion of the physician there was a probable relationship to the taxus stent.